Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant high inr results for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to the stago compact neoplastine laboratory method. On (B)(6) 2019 the patient was tested on the meter at 6:45 a.m. With a result of 7.4 inr. The patient's coumadin dose was held based on this result. On (B)(6) 2019 the patient was tested on the meter at 7:05 a.m. With a result of > 8.0 inr. The patient was administered a shot of vitamin k. At 1:56 p.m. The patient was re-tested on the meter and the result was > 8.0 inr. The patient was sent to the laboratory for confirmation testing since the result was still high. Approximately 1 hour later the result from the laboratory was 5.1 inr. At the time of the higher results on the meter, the customer thought the results were correct. When the laboratory result was received, the customer questioned the meter results. The patient was not adversely affected due to the vitamin k treatment. The patient is currently doing well, in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was also above the patient's therapeutic range. The therapeutic decisions for the meter and the laboratory results would be similar. The patient has not had any changes to diet or medications and has not been ill recently. The patient was not experiencing any abnormal bleeding or bruising. The patient did not have any issues with hematocrit, does not have lupus or anti-phospholipid antibodies and is not taking any direct thrombin inhibitors. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.